Event description:
Procedure: gastric bypass. According to the reporter: the endostitch would not open. Opened a new device to correct the issue. No injury to the patient.

Manufacturer narrative:
(B)(4).